Event description:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. The architect generated a (B)(6). The sample was retested on a vidas analyzer and a negative (B)(6) result was generated. The (B)(6) result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Review of the message history found multiple liquid not found and aspiration errors for the sample pipettor. Replacement of the probe resolved the issue. Tracking and trending identified no adverse trends or non-statistical trends for the probe. Labeling was reviewed and found to be adequate. No product deficiency was identified.